Event description:
The customer reported approximately thirty (30) milliliters of cleaner solution leaked outside the unit involving coulter lh 750 hematology analyzer. The customer discovered the tubing on the blood sampling valve (bsv) had come off. The customer re-installed and received system stain/ambient temperature errors. The customer had on personal protective equipment (ppe) consisting of gloves and laboratory coat during the incident. Erroneous patient results were not generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered the leak at the blood sampling valve (bsv) and secured the tubing. The fse noted the diff and retic heater connections needed to be cleaned and dried. Service activity performed and verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).